Event description:
It was reported that the devices were used during a laparoscopic hernia procedure. It was reported by the rep that the surgeon was performing the procedure when (2) of the trocars leaked of pneumo. There was no consequence to the pt.